Event description:
Per dealer, the unit was working, and it gradually failing as time goes on, stating the unit now will come on and turn off after 10 min. Dealer states unit has 114 hrs, advised that we can return it for warranty return repair, but can not send out a new unit per (B)(6) email.